Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. B5 h6: added 1503 h10.

Event description:
It was reported that an unexpected reset occurred. Additionally, it was reported that the pump shut off unexpectedly. There was no reported impact to customer's blood glucose level. Customer did not have alternate insulin therapy available and contacted the healthcare provider to obtain alternate insulin therapy.